Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, an alert for non-sustained rv oversensing was observed. Review of session records suspects myopotential oversensing. Suggested programming changes were not made. Physician elected to continue to monitor the patient through merlin. The patient has not experienced any adverse effects and was stable.